Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic radical prostatectomy, the needle detached from the thread and got stuck in the urethra. X-ray was performed to locate the needle. The surgeon ultimately determined to leave the needle in the patient.